Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 73-year-old patient with a valve model 3300tfx27mm implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months due to structural valve degeneration leading to stenosis. A 26mm transcatheter valve was implanted within the surgical edwards valve with an excellent result.

Event description:
Edwards received notification that this 73-year-old patient with a valve model 3300tfx27mm implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months due to structural valve degeneration leading to stenosis. The patient presented with dyspnea, chest pain, fatigue and pulmonary hypertension. A 26mm transcatheter valve was implanted within the surgical edwards valve with an excellent result. Patient was discharged home on # pod 2 with good outcome.

Manufacturer narrative:
Added information to section b5, b7, d4 (expiration date), h4 (device manufacturer date), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of structural deterioration could not be confirmed by product evaluation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 73-year-old patient with a valve model 3300tfx27mm implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months due to structural valve degeneration leading to stenosis. The patient presented with dyspnea, chest pain, fatigue and pulmonary hypertension. A 26mm transcatheter valve was implanted within the surgical edwards valve with an excellent result. The patient was noted as to be discharged home.